Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No trend data was available due to acute implant. Single impedance measurements for lv1-rvcoil = 285 ohms, lv1-lv2 = 304 ohms.

Event description:
It was reported that at implant, the left ventricular (lv) lead exhibited high impedance. The physician opted to change the pacing polarity and leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.